Manufacturer narrative:
Analysis summary: the stated reason for return of "the display partially does not work" was not confirmed, the incoming testing was passed. It was noted that both bail covers were cracked and the attachment ring was bent and that the display was in good working condition (the text is deliberately made illegible if it is not applicable). The unit was cleaned and inspected, both bail covers and the ring attachment were replaced. The unit was tested on the automated test system and passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's display partially did not work. The generator has been returned for service. No patient complications have been reported as a result of this event.